Event description:
It was reported to philips that the system gave an alert indicating the x-ray not possible, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the clinical procedure was aborted. The philips field service engineer (fse) visited system onsite confirmed that the system gave exposure not possible error. Fse reviewed the system error logs which showed no tube focus available and issues with xsc communication. The fse performed further investigation with the help of national support specialist (nss) and found issue with an inverter/controller. The supplier's part analysis conclusively determined the cause of point evr failure was due to defective fuse f9800. To resolve the issue, the fse replaced point evr in the generator cabinet and performed a tube adaption along with edl verification, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.